Event description:
On (B)(6) 2010 patient reported the up button on his infusion device responds intermittently. Patient stated later both buttons respond intermittently. Patient reported the buttons do not remain flat. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.